Event description:
New information states that the right ventricular lead exhibited high impedance. It was capped and replaced on (B)(6) 2017. The patient was stable during and post procedure.

Event description:
It was reported that the patient presented in clinic during a device check before a replacement procedure. Upon interrogation it was noted that the right ventricular lead exhibited out of range high voltage lead impedance. No intervention was performed. The patient was stable throughout the event.